Event description:
Information was received regarding a consumer receiving dilaudid and morphine at an unknown concentration and dosage via intrathecal drug delivery pump for failed back surgery syndrome. The patient states that they removed the pump due to systemic effects. The patient had issues with morphine and dilaudid and ended up with dilaudid. The healthcare provider (hcp) couldn't take out the catheter and stated it would cause more problems. There were no further complications reported/anticipated.